Event description:
It was reported that according to the physician the inflatable penile prosthesis (ipp) pump has not performed as expected since it was implanted three years ago; the pump was sticky. A revision surgery was performed and the pump was replaced. There were no patient complications.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that according to the physician the inflatable penile prosthesis (ipp) pump has not performed as expected since it was implanted three years ago; the pump was sticky. A revision surgery was performed and the pump was replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. No visual damages were found upon inspection. However, the pump did not pass the activation test. Based on the information available and analysis results, the issue identified in the pump could have caused or contributed to the reported clinical observation of sticky pump was confirmed.